Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 400 units of insulin. The customer reported blood glucose level ranged from 300's-400's (mg/dl), which was addressed with correction bolus. The customer declined to reload the cartridge and will continue using the current cartridge for continued insulin therapy.